Event description:
A dialysis facility reported that there was excessive fluid removal from two patients on the same machine on two consecutive days. The first patient complained of cramping, vomiting and sweating 2 hrs into the treatment and was given 1,200 ml. Of saline. Based on the weights reported, saline given and what the machine had indicated was removed, there was a weight loss variance of approximately 3.6 kg. There was no serious injury or illness.

Event description:
The second patient complaint of cramping and became hypotensive 2 hrs into the treatment. Pt was given 1,500 ml. Of saline and was discharged stable. Based on the reported wts., saline given and what the machine had indicated was removed, there was a weight loss variance of approximately 2.1 kg. There was no serious injury or illness.